Manufacturer narrative:
No sample has returned, nor is a sample expected to return, for eval. The root cause has not been determined. (B)(4).

Event description:
A nurse reported that there was no air in the tubing for air/fluid exchange. After tapping the valve two or three times, the air was functional. There was no pt harm reported.